Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken at 13 mm from the distal end. The surface of the broken portion was confirmed. There was a black discoloration on the broken surface of the probe. The cracks were spreading out from the black discoloration area. Scratches were observed around the black discoloration area. A general rough texture were determined on the surface of the broken portion. The grasping surface was deformed, and had a crushed mark. The crushed mark was worn out, and had a shape which was similar to the distal end of the probe. When the transducer was loosened from the handle, the position of the distal end of the probe matched the crushed position of the grasping surface. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) the ultrasonic output was activated while the probe was in contact with the hard objects such as clips or forceps, or the probe was scraped by using a sharp object, such as surgical tools to remove foreign substance adhesion. As a result, the probe had scratches. 2) a force might have been applied to the probe due to continuous use of the probe with scratches. Therefore, the probe broke at the scratched area. A likely cause of the wear of the grasping surface might be the following. 1) the connection between the handle and the transducer became loose. As a result, the probe and the grasping surface displaced. 2) the ultrasonic output was activated when the probe and the grasping surface were displacing from each other. 3) a part of the grasping surface came into contact with the distal end of the probe, and the contact area was worn out and crushed. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The probe of the subject device broke off. The fragment was retrieved. There was no patient injury reported.